Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Multiple programmers, telemetry wands, and locations were attempted without success. Tones were not provided with magnet application. The ICD was explanted and replaced without adverse affect to the patient.